Event description:
The hcp reported to the MFR on 01/09/2007, the pt suffered one fall that occurred in 06/2006 resulting in a fractured collarbone. The pt presented for follow-up on 12/01/2006 and the ipg was evaluated and reprogrammed. The physician did not attribute the reported fall and subsequent bone fracture to the implanted device. The pt had provided to the MFR on 11/27/2006 that following replacement of the dbs generator in 2006, the unit had been reprogrammed on two occasions but did not maintain programmed settings for longer than 48 hours. The pt also stated they had fallen four times. The hcp reported the pt's tremor was controlled by a change in the ipg settings in 12/2006. Additional x-ray studies were performed to assess the left intra-cerebral lead. Findings reveal the left implanted lead shows some thinning of the device material. The pt was referred to the primary care physician for follow-up. Additional info has been requested by the MFR from the referral physician. A follow-up report will be sent if additional info becomes available. No report of device explant has been rec'd by the MFR; the product remains implanted. The hcp reported no device troubleshooting was performed at the 12/2006 follow-up and the pt recovered without sequela. The hcp provided findings from x-ray analysis performed in 12/2006. Radiographic views of the chest show the implanted pulse generator and the extension and lead emanating from the ipg shows no evident breaks. Radiographic views of the cervical spine demonstrate an intact extension lead extending into the soft tissues of the left side of the neck. Radiographic views of the skull show some thinning of the implanted dbs electrode. The report recommends CT imaging to better assess the distal tip of the electorde. The x-ray report summary stated no abnormalities detected within the pulse generator or the extension lead; the dbs lead material shows one area where mild relative thinning is appreciated located in a loop coiled in the scalp and correlation was recommended.